Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available as suspect part was discarded at the site. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement biopsy guide shipped to site 04/18/2016. This suspect biopsy guide was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported. Disposable part discarded at site.

Event description:
A medtronic representative reported a site navigation system biopsy guide that was broken and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.